Manufacturer narrative:
H3: product analysis #(B)(4): equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5) drawing(s) referenced: n/a as found condition: the pushwire was returned inside of a biohazard bag and a shipping box. There was no braid returned with the pushwire. Visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bend found on the pusher. No damages were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. No other anomalies were observed. Testing/analysis: n/a conclusion: based on the returned device, the customer was not confirmed as the pushwire was returned without the braid. The cause could not be determined. No damages were found with the pushwire. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2023-sep-29 mpxr 1102876 (rep, hcp, for): medtronic received a report that the operator implanted the ped-425-25 stent into the parent artery according to the preoperative plan, and the distal and proximal ends adhered to the wall as expected; however, during the postoperative angiography, it was found that the distal end was shortened and gradually herniated into the aneurysm; there was no choice but to use the ped-475-20 for bridge connection to remedy; finally, the surgery was completed. There was migration after deployment. The cause of the migration was not determined. The pipeline was implanted at the intended location. Full wall apposition was achieved. No side branches were covered by the pipeline. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a fusiform, unruptured right ophthalmic artery segment aneurysm with a max diameter of 7.67mm and a 7.67mm neck diameter. The landing zone was 2.88mm distally and 3.99mm proximally. It was noted the patient's blood vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered, pru level was normal. Angiographic result post procedure was slowed blood flow and caused stagnant flow in aneurysm. Ancillary devices include a  phenom27/226624216 microcatheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the operator implanted the ped-425-25 stent into the parent artery according to the preoperative plan, and the distal and proximal ends adhered to the wall as expected; however, during the postoperative angiography, it was found that the distal end was shortened and gradually herniated into the aneurysm; there was no choice but to use the ped-475-20 for bridge connection to remedy; finally, the surgery was completed. There was migration after deployment. The cause of the migration was not determined. The pipeline was implanted at the intended location. Full wall apposition was achieved. No side branches were covered by the pipeline. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a fusiform, unruptured right ophthalmic artery segment aneurysm with a max diameter of 7.67mm and a 7.67mm neck diameter. The landing zone was 2.88mm distally and 3.99mm proximally. It was noted the patient's blood vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered, pru level was normal. Angiographic result post procedure was slowed blood flow and caused stagnant flow in aneurysm. Ancillary devices include a  phenom27/226624216 microcatheter.